Event description:
This report is being filed after subsequent review of the following article, ng et al (2014, may 29) delayed fracture of matrixrib precountered plate system. Interactive cardiovascular and thoracic surgery, pg 1-3. It was reported that in september 2011, a 23 year old man with a large benign aneurysmal bone cyst of the right rib underwent rib resection. The patient opted for reconstruction of the rib with the matrixrib precountered plate. A six-hole titanium plate was inserted to bridge the defect with routine closure of the overlying soft tissue. The patient had an uneventful recovery, and follow-ups showed the plate in situ with the patient satisfied with the results. However, 25 months later following direct impact, he experienced pain over the plate region that persisted, particularly when coughing, and he also developed a chronic cough. Chest radiograph showed a fracture of the titanium plate. The condition was managed conservatively with analgesics for 2 weeks; however because of persistent pain and chronic cough, the plate was removed surgically, which showed a transverse fracture in the region between the fourth and fifth screw holes. There was no sign of bone cyst recurrence or screw loosening, and cultures of the surrounding tissue were negative. The patient elected not to have a replacement plate; his postoperative course was unremarkable and he was pain free at the 6-week postoperative follow-up. This complaint involves 1 device. This report for unknown matrix rib precountered plate, unknown part#/lot# and refers to the plate braking post-operatively in patient and patient reporting pain in the region that the plate broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report for unknown matrixrib precountered plate, unknown part#/lot#. Ng et al (2014, may 29) delayed fracture of matrixrib precountered plate system. Interactive cardiovascular and thoracic surgery, pg 1-3. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.